Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor message" and was unable to obtain readings. As a result, customer experienced profuse sweating and loss of consciousness. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software. The sensor was found to be in sensor state 7 with event log 130 with reason/ext error code 129 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Extended investigation has been performed on the returned puck and no abnormalities or signs of misuse were observed. Performed leak testing on the returned puck and the puck was confirmed to have a leak path near the sensor neck area. This leak path allows liquid ingress to the pcba (printed circuit board assembly). Liquid ingress is capable of causing a temporary loss of power that causes a brownout event. It was determined that the returned puck experienced a brownout due to liquid ingress. Therefore, this issue is confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor message" and was unable to obtain readings. As a result, customer experienced profuse sweating and loss of consciousness. No further details were reported. There was no report of death or permanent impairment associated with this event.